Event description:
Customer stated that the bottom of the devie and the base unit have melted plastic around the contact areas. No harm to patients or staff. A request was made for the return of the suspect device and replacement product was sent.